Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay user/pt in another country, contacted lifescan (lfs) alleging the one touch ultra 2 meter was giving inaccurately erratic, and inaccurately high, readings. Two days later, the technical service representative (tsr) contacted the pt to obtain and verify information; however, was unable to reach her by telephone. On unspecified dates, the pt obtained the following sets of blood glucose readings on the reported meter: 117 mg/dl and 130 mg/dl, 109 mg/dl and 126 mg/dl, and 185 mg/dl and 165 mg/dl within 10 mins of each other. The test results given fell within expected values for precision testing. On an unspecified date, the pt obtained a blood glucose reading she claimed was inaccurately high, took an adjusted insulin dose based on this reading, and later reportedly experienced hypoglycemic symptoms. Emergency services were contacted, and the pt was transported to the ER. The pt was treated with oral glucose. It would have been helpful to determine the meter reading obtained on the day of this event, the dose of insulin taken, the pt's specific symptoms, her blood glucose level as tested by either the paramedics or emergency room physician, what meals and medications the pt had taken prior to the event, her blood glucose readings prior to the event, her insulin regimen, and her expected readings. During the troubleshooting telephone call, the tsr determined the pt's testing technique was correct and the meter was programmed for the correct unit of measure. The meter and test strips were replaced. The pt allegedly suffered hypoglycemic symptoms after taking an insulin dose based on an elevated meter reading, and she received emergency medical attention and oral glucose treatment. Therefore this complaint is being reported.